Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022.